Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A clinical director reported that a lens was found to be scratched after insertion during an intraocular lens (iol) implant procedure. The iol was removed.

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. Both haptics are bent. The optic is torn/cut into two portions, typical of an insertion and removal. The optic is scratched, scraped and has small split/cracked areas. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with an unspecified handpiece and unspecified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Without the handpiece and viscoelastic information, it is unknown if qualified associated products were used. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).